Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient¿s legal guardian (lg) reported the patient was taken to the hospital due to a seizure, and low blood glucose levels of 60 mg/dl (3.3 mmol/l) while wearing the pod for an unknown duration. The pod was worn during the medical event, but it is unclear if the issue was caused by the pod. The patient was hospitalized from (B)(6) 2026 to (B)(6) 2026. The patient¿s diagnosis was a seizure, and treatment included nose spray and glucagon. The lg reported the pod is not available for evaluation.